Event description:
It was reported that a patient received a high drain 101 (night drain cycle one) alarm during peritoneal dialysis therapy. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient reported feeling full, but the symptoms were relieved after draining the fluid. The technical services representative assisted the patient to clear the alarm and end therapy. The patient would complete therapy by using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed rite functional testing during the modem loopback test. The function testing failure during the modem loopback test was not related to the reported problem. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.